Event description:
Bandages placed on coccyx to prevent skin breakdown 3 days prior to reaction date. On reaction date noted purplish blister forming under bandage; not present prior to application. On removal of bandage, entire area under bandage reddened with blister formation. Center of bandage area showed black eschar material approx 2" x 3" oval shape.